Event description:
It was reported that the patient underwent corpectomy at t11 using vb replacement implant which contained three sub-components: two end caps and one cage. While the surgeon was attempting to place the cage, the pin of the instrument fell into the wound. The pin was retrieved. The instrument was no longer useable. The 2 end caps and the cage were removed from the patient and the surgeon opted to use other vb replacement implants to complete the procedure. No further complications were reported. The surgery time extended approximately 60 minutes. According to the reporter, using the instrument with the patient's small anatomy might have contributed to this event.

Manufacturer narrative:
(B)(4): visually confirmed x-link jaw assembly and associated shaft attachment pivot pin are missing and were not returned for analysis. Unable to further analyze product complaint due to missing instrument components. Visual observation did not identify any material or functional defect regarding the implants. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.